Manufacturer narrative:
The returned device was evaluated and customer's allegation was confirmed. The device had a damaged cable. Based on the results of the investigation, the most probable cause of the complaint is component failure. A review of device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head cable had a puncture/hole. The issue was found during preparation for use. The intended procedure was completed using a similar device. There were no reports of patient harm or injury.